Event description:
The following info was reported to kci by the wound care nurse: on (B)(6) 2011, the wound care nurse was removing the canister that was full of exudate and replacing it with a new canister. Before attaching the new canister, the wound care nurse had the v.a.c. Freedom next to her face. As she snapped the canister in place, the wound care nurse felt something wet on her face and eye. The nurse washed her face and flushed out her eye. As a standard protocol for the hospital, the nurse is going through a series of antiviral testing and prophylactic medications since the pat is positive for a viral infection.

Manufacturer narrative:
We are filling this report due to a potential use error. On 09/23/2011, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2011, the device was placed with the pt. On (B)(4) 2011, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit or fluid ingress inside the unit. Device labeling states: always follow standard precautions: standard precautions are provided for personal protection and are designed to reduce the risk of transmission of microorganisms from both known and unk sources of infection. These precautions can be applied to all pts, regardless of their diagnosis or presumed infection status. Standard precautions should be used when contact is anticipated with blood and all body fluids. This also includes secretions and excretions, except sweat, regardless of whether blood is visible or not, non-intact skin (i.e., open wounds) and mucous membranes. Mask, eye protection, face shield. Wear a mask and eye protection or a face shield to protect the mucous membranes of the eyes, nose and mouth during procedures, and pt care activities that are likely to generate splashes or sprays of blood, body fluids, secretions and excretions.